Event description:
The lay user/patient contacted lifescan alleging the meter displays an error 4 message. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Event description:
The customer states that one patient sample generated a reactive result with the prism htlv-1/htlv-2 assay of s/co 1.40. The sample was non-reactive upon confirmatory testing. No suspect results were reported from the lab. No specific information was provided regarding the specimen or patient. There is no impact to patient management reported.

Manufacturer narrative:
Follow up # 1/supplemental report text-11/16/2010. The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have spc pins high. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report; 510 (k) # is k082590.